Manufacturer narrative:
Device analysis report attached. This report is submitted on november 27, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator coil (specific date not reported). Subsequently, the device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report

Manufacturer narrative:
This report is submitted on sep 26, 2023.